Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There has been similar event(s) for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following information was provided: the patient reported that he allegedly underwent right hip replacement surgery on (B)(6) 2011, and in (B)(6) 2025 he began experiencing clicking sounds in his right hip. Blood tests were ordered and results allegedly showed cobalt at 17.5 and chromium at 6.1. Allegedly during the revision surgery on (B)(6) 2025, the ball component was replaced with cleansing the joint of cobalt debris.